Event description:
It was reported that non-sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made. There were no reported patient symptoms.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing.